Event description:
It was reported that there was leaking on the inside. No patient involvement was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, damaged membrane switch and worn line cord. Functional testing found the device leaked from a loosely installed pump on the inside. The root cause of the reported issue was found to be customer damage - someone installed a new pump incorrectly in the device. Reinstalled the pump correctly, replaced the membrane switch, drain fitting, tank cover, line cord, and the auxiliary outlet. The device passed all functional testing.